Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) and shock channels. Technical services (ts) was contacted, and ts discussed that the ra noise appeared to be myopotential oversensing and made programming recommendations. The ICD system remains in service. No adverse patient effects were reported.